Event description:
The physician reported the patient underwent coiling for a basilar tip aneurysm in 2005. The patient returned six months later in order to have a bleed in the aneurysm controlled. The physician reported that the same aneurysm was recanalized and treated again in 2006 with a neurovascular stent and detachable coils. The physician reported the patient complained of a headache directly following treatment. Five days later, the patient required an additional intervention for an aneurysm bleed. The physician reported the stent is not thrombosed, and that the bleeding is not related to the neurovascular stent. The patient's current condition is unknown at this time.

Manufacturer narrative:
The device in question was not returned to boston scientific as it was implanted into the patient. However, boston scientific was able to conduct a review of the device history record (DHR) on the batch number of the device in question. The DHR showed that this device met all required specifications, no discrepancies or issues were noted. Therefore, based on the information provided by the user facility, and lack of a returned product for investigation, boston scientific cannot conclusively determine the cause of the user's experience. If further, significant information is found, a supplemental report will follow.